Event description:
After medical review of this non-serious report, it was determined that this report should be upgraded to serious based on the reclassification for the event following assessment utilizing the company's new device reporting tree. This case was reported on (B)(6) 2011 from a pt's daughter - local reference (B)(4). This case involves a (B)(6) female, treated with poly-lactic acid (sculptra), 2 injections (dose nos) in (B)(6) for an unk indication. In (B)(6), the pt began to experience problems including damage to her face (nos), burning sensation in face, "heavy face" (nos), constant pain, and inflammation. It is unk whether any action was taken with poly-l-lactic acid. The pt outcome is unk. It is unk whether any corrective treatment was given. Significant/relevant medical history includes - not reported relevant concomitant medications include - not reported relevant concomitant medications include - not reported. Action taken: unk. Outcome - not recovered/ not resolved. A pharmaceutical technical complaint (ptc) was initiated (B)(4). Pharmacovigilance comment: sanofi-aventis company comment dated (B)(6) 2011; this (B)(6) female pt received poly-l-lactic acid for an unk indication. On (B)(6) 2010, after unspecified poly-l-lactic acid therapy, the pt for an unk indication. On (B)(6) 2010, after unspecified poly-l-lactic acid therapy, the pt reportedly experienced facial damage. This case lacks sufficient info needed to make an adequate assessment of the case though injection site reactions have occurred with the above treatment; however "damage to the face" implies other confounding variables; such as, past history, hypersensitivity, and/ or innate immune response. Lastly, further info including past medical history, co-morbidities, the exact details of the event, exact diagnosis, any previous drug allergies, lab studies and hospital summary have been requested.